Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient stated that she woke up with blood glucose level at 250 mg/dl and it reached 300mg/dl when she realized her infusion set tubing had detached near the quick release. She was able to bring it down to 82 mg/dl. This had also happened before and after changing her infusion set, her blood glucose level used to come down. The site location was her right hip and the pump was attached to her night gown. Infusion had been in use for three days and infusions were stored in the closet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.